Manufacturer narrative:
H3 analysis of the the implantable neurostimulator (ins) revealed that it passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacture representative. They reported during the lead revision they tested the battery and it showed impedances. They moved lights, wiped the lead and retested the impedance. The lead still showed impedances. They then used another battery to replace the original one.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that they had high impedances on the day of surgery ("<(><<)>4000"). They re ran the impedance check and tried moving away the lights. They unscrewed the lead and wiped it down, then reset it and checked the impedances. The cause was unknown. The device was replaced and the issue was resolved. Additional information was received from the manufacturer representative (rep). They clarified that this happened during a revision. At the time the initial lead was removed and replaced and during the testing of the battery, the impedances were noted on the replacement lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.